Event description:
Reference MFR report number: 1627487-2019-06825; reference MFR report number: 1627487-2019-06826.

Manufacturer narrative:
Concomitant medical products: model 3186, scs leads; model 3788, scs ipg: no therapy could be provided because event date is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-06825, related manufacturer reference number: 1627487-2019-06826. It was reported by the patient that they had a system explant on an unknown date because their system did not work. The patient refused to provide additional information.